Event description:
It was reported that this left ventricular lead exhibited loss of capture and high capture thresholds. It was decided to bring the patient to the clinic and reprogram the device. This lead remains in service. No further adverse patient effects were reported. Additional information was received that this lead continues to exhibit loss of capture (loc). Reprogramming was performed. No adverse patient effects were reported. This product remains in service.